Manufacturer narrative:
Device passed the displacement test. Device received with damaged and loose display window cover. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the they cannot read the blood glucose form her insulin pump. The customer¿s blood glucose was unknown. Customer stated that the frame from the screen of the insulin pump was loose and the screen was coming off. The devise will be returned for analysis.